Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received a button error alarm on the insulin pump. Customer's blood glucose was 143 mg/dl at the time of the incident. Customer stated that he was just outside watering the lawn when the alarm started going off. Customer reported that the pump may have been exposed to moisture but it was not wet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.